Event description:
The customer reported oil mist haze. There has not been any human reactions to the haze. They took the unit out of service as soon as they noticed the haze. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - capital equipment, evaluated at customer site. The fse replaced the lfps 2 module, because it was not working. The fse did not see any haze coming from the oil mist filter, and the catalytic converter, but fse replaced them for preventative reasons. The fse ran an empty chamber test. The fse verified the system meets mfg specifications. Customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.